Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 was not detected on the bus. A field service engineer (fse) replaced the controllers to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main 5.1 and 5.2 drawers had displayed the message device not detected on bus, requires maintenance. An attempt was made to recover storage space, but there was no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.